Event description:
Discrepant, low chloride results were obtained for several patients on an advia 1800. These results were reported to physicians. The results were questioned and the samples were rerun with higher results which matched previous testing. Revised reports were issued. There were no reports of adverse health consequences or patient intervention due to the discrepant chloride results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) determined via a telephone discussion that the customer had added an extra o-ring in between the thermistor and the electrode when routinely changing the electrode. This caused discrepant c1 values to occur. The customer removed the extra o-ring and reinstalled the original electrode. The fse was sent to the site to check the instrument. He determined that the instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.